Manufacturer narrative:
This report is submitted on october 28, 2022

Event description:
Per the clinic, the patient experienced a skin rash, oedema and infection at the implant site which was treated with oral antibiotics. The implant remains in-situ.